Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter initially indicated that the vns pt believed, the watch style magnet had never worked while the pager style magnet worked properly. It was later reported that the watch style magnet would stick to metal, but the pt "feels like he cannot turn off the generator using the magnet." Good faith attempts are being made for further info.